Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, tvt-s and pinnacle were implanted; and on (B)(6) 2009, advantage fit was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to cystocele, rectocele, vaginal prolapse and stress incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to erosion of device and recurrence of original problem. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.